Manufacturer narrative:
It was reported an internal component failed, causing a small burn in the cover of the pad. Upon examination, the 1/8" diameter burn hole in the fabric foundation was caused by a broken thermostat wire that sparked. It is very unusual for a thermostat wire to break. Although there are no signs of misuse, the pad must have been pinched for the wire to break.

Event description:
It was reported an internal component failed, causing a small burn in the cover of the pad.